Event description:
During a percutaneous coronary intervention (pci), the balloon on the stent delivery system (sds) could not be inflated. Pci was being performed on a 90% de novo lesion in the mid to proximal left anterior descending artery (lad). The lesion was also highly calcified. A 3.0x33 mm cypher and a 3.0x28mm cypher stent were deployed without difficulty. To treat the distal end of the implanted stents, a 2.5x28 mm cypher was delivered, but it could not be inflated at all, even though the pressure was applied up to 24 atmospheres (atm). The physician tightened the inflation device and applied pressure again, but the balloon still would not inflate. The device was removed and a 2.75x28 mm taxus stent was used to finish the procedure. There was no pt injury reported. The removed stent delivery system (sds) was observed after the procedure and the balloon was inflating like a dog bone.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed. It is also available for testing and eval, which has not begun as of this writing. Any add'l info received will be submitted within 30 days upon receipt.